Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 52 mg/dl, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the decreased basal, customer's blood glucose (bg) rose to 579 mg/dl. Bg was addressed via a correction bolus and consuming water. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.